Manufacturer narrative:
Method: dimensional checks performed on component. Results: components within specification. Conclusion: issue due to tolerance stack-up. Upon eval it was noted the tubing was separated from the 90 degree connector. The tubing and connector were in tolerance, however the tubing bottom out inside the connector before there was much interference. Solvent was present but did not bridge the gap between the tubing od and connector ID.

Event description:
The clear tubing of the airflow infant resuscitation became separated from the green elbow that connects to the ambubag. Tubing reconnected to the elbow port and pt spo2 still does not improve. Ett pulled and bvm resumed, spo2 increases, placed back on hfnc.